Event description:
Cough; was prescribed philips respironics dreamstation auto CPAP by (B)(6) to relieve 70 apneas/hour events during sleep. Within a month was notified that pressure would be increased due to collected and reported device data. Within another month experienced tightness in right chest. I was referred to pulmonary specialist by primary care physician who confirmed, via chest CT scan, the presence of a 4mm mass in my right chest. Awaiting further instructions by all involved. FDA safety report ID# (B)(4).